Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient was admitted to the hospital on (B)(6) 2013 for low blood glucose (bg). The patient reportedly had passed out at home and was shaking with a bg of 25mg/dl and was brought to the hospital by ems. Initially it was noted that the patient¿s bg keeps dropping to 25mg/dl since he has been in the hospital. The patient was reportedly given dextrose by the ems and his bg had risen to 116mg/dl at the time arrival at the hospital. The patient was reportedly given one injection of short acting insulin on 06/03/2013 to treat bgs while at the hospital. The patient was reportedly being discharged at the time of the call to animas and refused to troubleshoot. The patient was reportedly being discharged on the pump. The reporter noted that the patient also reportedly had a low bg three days prior to the hospitalization and was able to get bg up with juice. The reporter stated that the patient¿s bgs had not been low while in the hospital and his bgs had ranged from 85mg/dl to 270mg/dl. Customer technical support (cts) followed up with the patient after he had been discharged and upon review of the pump settings, it was noted that the patient¿s insulin to carbohydrate ratio was incorrect. The patient could not explain how this setting had been changed. The time and date and basal settings were found to be correct. The patient admitted that he does not remember how to bolus and stated that he ¿just does it¿, and would not explain to cts how he boluses. Cts advised the patient to discontinue the pump and contact his healthcare provider if he does not remember how to bolus appropriately. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention, with use error of the pump as a potential cause or contributor.